Manufacturer narrative:
(B)(4). This lot was manufactured from 13may2015 through 20may2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap sponge had inadequate iodine. The minicap was not used. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 4 of 14.